Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple usb cables, wall adapters and power sources. Subsequently, the pump shut down due to insufficient power. Customer reported blood glucose (bg) level was 300 (mg/dl). A injection via insulin pen was delivered to address bg level. Reportedly the customer has manual injections as alternate insulin therapy until the replacement pump is received.